Manufacturer narrative:
Additional information was received that the infection had cleared up. The patient was doing well.

Event description:
A report was received that the patient had a possible infection at the ipg and lead sites. Symptoms were redness and drainage at both sites. The patient was prescribed antibiotics and underwent a procedure where the wound was opened, irrigated and then sutured closed. The physician did not believe that it was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a possible infection at the ipg and lead sites. Symptoms were redness and drainage at both sites. The patient was prescribed antibiotics and underwent a procedure where the wound was opened, irrigated and then sutured closed. The physician did not believe that it was device related.